Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion minimally invasive surgery. Intra-op, the device broke and caused dural tear which was repaired intra-operatively. No fragments of the device remained inside the patient.

Manufacturer narrative:
Product analysis: the shaft of the trail handle has broken where the treads end just past the handle. A microscopic review of the fracture surface is consistent with material overload from a bending moment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.